Event description:
I have had breast implants for 10 years. Two years ago I started having symptoms of bii, muscle and joint pain, pain in the breast, fatigue, changes in skin condition. All medical test come back normal. Removal of implants. FDA safety report ID # (B)(4).